Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The images for this event were provided to medtronic for review. Fluoroscopic imaging confirms a good valve load. Imaging shows adv ancement of valvuloplasty balloon to the level of the native annulus with a subsequent inflation for a pre-balloon aortic valvuloplasty and then removal of the balloon over the guidewire. First attempt to deploy the valve to 80% showed suboptimal placement slightly above the annulus basal plane. A full recapture of the valve was performed. The valve was shown to have been released with the second attempt after multiple images were taken to assess valve depth at 80% deployed. No captured fluoroscopic images were provided to show the actual release of the valve or to assess the depth of the valve post release at 100% deployed. Post implant imaging of the said post-implant balloon aortic valvuloplasty was not provided, yet an image did show the retraction of a balloon catheter over the stiff guidewire. An image was taken with a pigtail catheter placed in the distal abdominal aorta to assess the primary access site (right iliofemoral artery vasculature) post removal of sheath and guidewire. A final image was provided that showed a contrast injection through the sheath placed in the left common femoral artery access site. Also, transesophageal echocardiogram (tee) images were provided to medtronic for review. Post implant limited echocardiogram. Paravalvular leak (pvl) present but cannot quantify. Tee of 1 day post implant, fluttering of valve leaflets in surgical aortic valve (sav) view indicating possible tear. Mild mitral regurgitation (mr) and severe central aortic insufficiency (ai). Posterior pvl - appears mild to moderate. Ejection fraction (ef) 65% - 70%. Intra-op tee - 2 days post implant. Severe central ai. Fluttering of valve leaflets in short axis (sax) view indicating possible tear. Posterior pvl- appears mild to moderate. Mild mr. Good implant depth of evolut. Surgical valve placed. No central ai or pvl post-surgical valve implant. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions and a conclusive cause could not be determined from the information available. In this case, it was reported that a post implant balloon aortic valvuloplasty (bav) was performed using a 28mm non-medtronic balloon, after which the pvl had reduced to mild and no central regurgitation was observed. One day following the valve implant, the tee showed moderate/severe central regurgitation. It was reported that the physician felt that the valve leaflets may have been damaged during the post-implant bav. The device instructions for use (IFU) states: "if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing." IFU caution: overexpansion of the narrowest portion (waist) of the evolut pro+ transaortic valve (tav) beyond the levels set forth has been demonstrated through bench data to cause damage to the bioprosthetic leaflets. Complaints of damage to the bioprosthetic leaflets during post-implant balloon dilatation have been reported in some clinical cases, resulting in moderate to severe aortic insufficiency, which may be detected acutely or during follow-up. It is important to note that the mechanical compliance properties of the selected balloon influence the dilatation dynamics. Balloons should not be inflated beyond 2 atmosphere (atm) of applied pressure. Compliant and semi-compliant (softer) balloons will more readily conform to the hourglass profile of the tav bioprosthesis at lower pressures, but must be inflated at pressures that preserve the hourglass profile of the tav. Conversely, non-compliant (stiffer) balloons will achieve the nominal diameter during inflation irrespective of the underlying annulus or tav resistance and should be downsized for additional instructions on the use of balloon catheter devices refer to the specific balloon catheter manufacturer's labeling. In the event that larger balloon diameters than those listed in the IFU¿s are required to expand the evolut pro+ tav due to clinically important residual aortic regurgitation or stenosis, using ¿bailout¿ intraventricular balloon positioning when performing pid avoids expansion of the narrowest portion (waist) of the evolut pro+ tav. This can mitigate the risk of leaflet damage. Dilatation with intraventricular balloon positioning should be performed with caution in the setting of a smaller ventricle cavity, presence of left ventricular outflow tract (lvot) calcification, or wire positioning that interferes with mitral valve function, in order to avoid any unintended balloon interaction with anatomy. The balloon¿s length and diameter, along with the individual patient anatomy, must be considered. Care should also be taken not to exceed the annular diameters when performing pid with intraventricular balloon positioning. In the event that a bailout pid with intraventricular balloon positioning is performed, the nominal diameter of the balloon should not exceed the annular diameter when using compliant or semi-compliant balloons; the nominal diameter of the balloon should be at least 1 millimeter (mm) smaller than the annular diameter when using non-compliant balloons. Based on the event description information, analysis of the returned valve and image review, preliminary assessments of the cause(s) of the leaflet damage reported in the event description, suggest that a post valve deployment intervention is possibly among the factors leading to the damage of the leaflet and subsequent central regurgitation. It was stated that the user used a non-medtronic balloon, which is what is called a "compliant or semi-compliant" balloon. Per IFU, post-implant balloon dilatation sizing, the maximum balloon size chosen for dilatation using a compliant and semi-compliant balloon for the 34mm evolut pro+ valve, is 26-28mm with an applied inflation pressure of no greater than 2 atm. In this case, the user followed the IFU and used the appropriate sized balloons, however, we were not made aware of the inflation pressures used with 28mm balloon. In this case, it indicates that the post bav may have contributed to the leaflet damage and led to the central regurgitation. This event does not indicate device misuse or malfunction. Updated data: g1 - manufacturer first name, last name, email address and phone number h6 - method, results and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex in an explant kit, submerged in clear 02% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. All leaflets were pliable. Leaflet 1 (l1) was intact. Due to the excised leaflets, an assessment of the coaptation could be completed. Tissue dehiscence was observed below commissure 2, due to tear on leaflet 1. All other commissures were intact. Research and development engineers provided an assessment of the returned valve. A tear on leaflet 2 (l2) near commissure 2 was observed. The tear extended just above the nadir of leaflet 2 along the stitch line of the inferior coaptive area (ica). The tissue along the tear appeared textured and frayed. A small flap of tissue was present on leaflet 2 at the inferior coaptive junction. These observations are historically associated with post implant dilation. The stitch line along the margin of attachment appeared intact. Fraying on the free margin of leaflet 1 and leaflet 2 were observed. Cuts were observed on leaflet 3 and a portion of the leaflet is not present. These cuts were clean and are indicative of excision. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that the patient had a sievers type 1 bicuspid valve with right-left cusp fusion. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) non-medtronic balloon. The valve was implanted at a depth of 4mm on the non-coronary cusp (ncc) and 1mm on the left coronary cusp (lcc). Following the valve implant, transthoracic echocardiogram (tte) showed moderate paravalvular leak (pvl). A post-implant bav was performed using a 28mm non-medtronic balloon. The balloon was inflated one time with a 60 cubic centimeter (cc) syringe. Following the post-implant bav, tte showed that the pvl had reduced to mild. No central regurgitation was observed. The patient remained stable throughout. One day following the valve implant, the patient was experiencing shortness of breath, and transesophageal echocardiogram (tee) showed moderate/severe central regurgitation. The physician felt that the valve leaflets may have been damaged during the post-implant bav. Two days following the implant procedure, the valve was explanted and replaced with a surgical valve. A leaflet tear was observed when the valve was explanted. The patient subsequently recovered and was discharged. No additional adverse patient effects were reported.